Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range issue when trying to calibrate the rate. There was no patient involvement.

Event description:
It was reported that the device had vpmr out of range issue when trying to calibrate the rate. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, b,c,d,g grids. Omit: a13 - communication or transmission problem (2896), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g02008 - computer software. H3 other text : see manufacturer narrative.